Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal episode. A review of the device data was requested by the physician due to concern for loss of capture (loc). Technical services (ts) reviewed and confirmed evidence of loc. Subsequently, the patient was evaluated in clinic, where pacing impedance measurements were found to be high out of range, and a temporary pacing wire was placed. Ultimately, the rv lead was capped and replaced. No additional adverse patient effects were reported.